Event description:
The procedure was not able to get through the purging air portion of the procedure. Attempts to troubleshoot were unsuccessful. Another procedure was started on the pt with another kit with the same lot number. The procedure went well with no complications. Date of use: (B)(6) 2012. Reason for use: graft versus host disease.